Event description:
The catheter was placed in (B)(6) 2012. When the nurse flushed the catheter a couple of months later, the pt complains about pain, but nothing could be seen. After 30 minutes, the bandage was wet. They pulled the catheter 4-4.5 cm and then they discovered a hole in the part of the catheter (blue) which was in the pt.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.